Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that asymptomatic patient presented to the clinic for follow up and the pulse generator exhibited backup vvi operation. Device replacement was scheduled electively due to device approaching eri. The device remained implanted.